Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with four (4) thermocool® smart touch® sf uni-directional navigation catheters that contained foreign material inside the packaging. It was reported it was noticed that two catheters had white, fiber-like debris on the inner sterile packaging as well as on the catheter; these two catheter packages had been opened. Another two more catheters also had the noticeable the debris but those two catheters were unopened. The foreign material issue was noticed before use and it was described as white ¿shavings¿; plastic or fiber glass. The devices were not used on the patient, therefore there was no patient consequence.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has four (4) reports: MFR # 2029046-2022-00318 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter). MFR # 2029046-2022-00319 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter). MFR # 2029046-2022-00320 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter). MFR # 2029046-2022-00321 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with four (4) thermocool® smart touch® sf uni-directional navigation catheters that contained foreign material inside the packaging. Device evaluation details: on 3-nov-2022, it was determined that product received under another complaint actually belongs to this complaint. As such, the product investigation has been performed and completed. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the catheter. No packaging was returned. However, white debris can be observed in the photo provided by the customer. The magnetic and screening features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number and no internal action related to the complaint was found during the review. The issue reported by the customer could not be replicated as no debris was observed during the product investigation. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)